Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. E1: phone number unknown / not provided.

Event description:
Doctor reported fracture of head of cover screw at tooth site 36. The remaining part of the screw was removed with a screwdriver. During uncovering of implant a new cover screw was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) cs500, (cover screw - implant 5mm(d)) for evaluation. Visual evaluation was performed, and a fracture was identified at the head of the screw. DHR review was completed for the subject lot number 1241586. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1241586 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The cover screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.